Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator of the 7f exoseal vasulcar closure device (vcd) did not change and it was removed as-is. The physician switched to manual compression for hemostasis. There was no patient harm. This occurred during lower-limb pta after opening. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
As reported, the visual indicator of the 7f exoseal vascular closure device (vcd) did not change and it was removed as-is. The physician switched to manual compression for hemostasis. There was no patient harm. This occurred during lower-limb pta after opening. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18293567 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the visual indicator of the 7f exoseal vascular closure device (vcd) did not change and it was removed as-is. The physician switched to manual compression for hemostasis. There was no patient harm. This occurred during lower-limb pta after opening. Additional information and device return was requested; however, neither were obtained after multiple attempts made.